Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a downstream occlusion. There was patient involvement, but no patient harm reported.

Manufacturer narrative:
One device was received for evaluation. Visual and functional testing were able to verify and duplicate the reported problem. The downstream occlusion seal was replaced as a preventative measure. The device passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.